Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a stress urinary incontinence procedure. The patient age was reported to be (B)(6). According to the complainant, during the preparation for the procedure, the mesh carrier separated from the mesh while loading the mesh carrier onto the delivery tip. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a stress urinary incontinence procedure. The patient age was reported to be over (B)(6). According to the complainant, during the preparation for the procedure, the mesh carrier separated from the mesh while loading the mesh carrier onto the delivery tip. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device revealed that one carrier was separated from the mesh assembly. There were no defects noted to the mesh. The delivery device, carriers and a section of the mesh were not returned.